Event description:
It was reported to philips that the wireless footswitch had connection issues. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch had connection issues. Upon functional testing, the fse found that the battery level drops below 25% which caused connectivity issues. To resolve the issue, the fse recharged the footswitch. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.